Event description:
Ous MDR - during the implant, problems with attaching the screw into the connector were reported. The day after implant, exit block and pacing impedance at 2500 ohms were observed. The physician decided to replace the pacemaker. The explant date was not provided.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. Lead failures were documented in the device memory on (B)(6) 2018, confirming the clinical observation. The header of the device was analyzed. The set screw could be easily screwed in and out, and there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. The spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. Furthermore, the impedance measurement functions of the device were extensively tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration were proven to be normal and as expected. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.